Event description:
The customer returned product for power issue, during physical inspection it was found that the downstream occlusion (dso) seal was cracked. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. There was no service history found. Visual inspection found cracks in the downstream occlusion (dso) seal, burn damaged flex cable to the printed wiring assembly (pwa), and the upstream occlusion (uso) seal was buckling. The dso and uso were replaced, and calibration were performed. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.